Event description:
Customer reported the x-ray tube is leaking. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and customer determined the oil had come from a transport trailer the customer had used. System operates as intended.